Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that port number one of the controller was not registering power despite a fully charged battery being in place. The issue could not be isolated to a single battery, so the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that device passed visual inspection and functional testing; power port one (1) and power port two (2) were able to register power when power sources were connected. As a result, the reported event could not be confirmed. A possible root cause of the reported event can be attributed to a marginal connection between the controller and power source. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that device passed visual inspection and functional testing; power port one (1) and power port two (2) were able to register power when power sources were connected. As a result, the reported event could not be confirmed. A possible root cause of the reported event can be attributed to a marginal connection between the controller and power source. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dvfb1d4 ICD, 6935m62 lead, implanted: (B)(6) 2016. Visual inspection of the controller under 10x magnification revealed a hairline crack around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack was not related to the reported event. Based on the internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. If information is provided in the future, a supplemental report will be issued.